Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported e8 (power interrupt) was displayed after a battery change and she was not able to clear it by pressing the check button. The check button does not work properly. Her blood glucose elevated to 600 mg/dl and she injected insulin via pen. Her normal blood glucose range is 80-120 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.